Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. The physician chose to place a filter in each iliac. Placement of the filter was successful and the pt's condition is good. This device remains implanted. Therefore, no failure analysis will be available. It was indicated continual flushing of the carrier system during the implant procedure was not performed which co believes may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, shoud be implanted for protection against recurrent pe."